Event description:
It was reported that a patient experienced a break in aseptic technique further described as the area not clean prior to starting peritoneal dialysis (pd) therapy, which caused peritonitis. The patient was not hospitalized for the reported event. The treatment for the peritonitis included injections intraperitoneally of vancotroy (2 grams, stat, frequency not reported) and intraperitoneal gentamicin (20 milligrams, once a day for 21 days). The outcome of the peritonitis was unknown. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.